Event description:
A pt with no relevant history underwent right eye implantation with ceeon lens mod 913a. Post operatively, the pt experienced iritis. The pt was treated with pred-forte (prednisolone acetate) once daily and voltaren (diclofenac sodium) three times per day. Dates of treatment and dose were not reported. The pt had not recovered at the time of the report. This case lacks a significant amount of medical and diagnostic data needed to provide a meaningful/accurate causal assessment. Follow up information has been requested.